Event description:
A hospital reported to smiths medical that the control syringe was very stiff to withdraw and there have been comments about micro bubbles being pulled into the control syringe from the contrast line. This happened towards the end of the procedure, in each case, after they had done a number of dye withdrawals earlier in the procedure. There was no pt injury or treatment associated with this event.

Manufacturer narrative:
One sample was received with no visual damage noted. The sample was pull tested for force required to draw back the plunger. The sample met design specification. The sample was tested for air ingress into the system with none found after repeated use. The sample was tested for micro bubbles by drawing distilled water into the syringe at various speeds. The micro bubbles could not be duplicated with the received sample. Smiths was unable to confirm the issue or determine a possible cause. The device history was reviewed with no issues noted. No additional action is necessary at this time. Smiths considers this MDR closed with this report.